Event description:
It was reported that when using the bd pyxis¿ es server, the system had displayed medication with an incorrect unit. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations medication was not equating the correct unit. A technical support specialist (tss) confirmed that, based on the validation performed, the medication setup was correct. In the current configuration, the dropdown for strength/unit was set to units, which meant the system interpreted the strength as 100 units without specifying that it was per ml. This could cause the calculation to multiply by the volume twice. To verify whether the medication was being equated correctly, the use dispense amount option could be enabled in the details tab for the formulary item and at the station. This would allow testing and confirmation of the calculation behaviour. The system functioned as intended after the technical support specialist troubleshot the device.